Event description:
The customer reported the device provided inaccurate spo2 values. The expected value was 94 and the monitor showed 74. No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensor was evaluated. External visual inspection showed no damage. The sensor failed continuity testing due to low voltage on the red diode. The sensor is functioning but not accurate, it is able to obtain readings but spo2 values are inaccurate when compared to a lab sensor. The low voltage on the red diode is causing the spo2 values to fluctuate rapidly, no problem found with pulse rate measurements.

Manufacturer narrative:
The device has been returned to the local facility, but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted.

Event description:
The customer reported the device provided inaccurate spo2 values. The expected value was 94 and the monitor showed 74. No patient impact or consequences were reported.